Manufacturer narrative:
Section a5 ethnicity: information unknown/asku. Section d6a, if implanted, give date: not applicable. There's no indication the lens was implanted. Section d6b, if explanted, give date: not applicable. There's no indication the lens was implanted. Therefore, not explanted. Section h3-other (81): the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was ¿crinkled up¿. The scrub nurse stated that everything felt normal when preparing the lens. The surgeon went to inject it and said it met resistance. The iol appeared to be all crinkled up in the shape of a ball. The procedure was completed with another lens of the same model and diopter. Reportedly, the problem is not related to use error. There were no medical or surgical interventions such as incision enlargement, vitrectomy, or sutures. Customer said they used ophthalmic viscosurgical device (ovd) which they allowed to acclimatize fully to the operating room temperature. Customer clarified that after the inserter was prepared there were no delays in the surgery before an attempt was made to advance the lens. No further information was provided.

Manufacturer narrative:
Section d9: device available for evaluation? Yes section d9: date returned to manufacturer: oct 2, 2023 section h3: evaluated by manufacturer: yes device evaluation: the complaint lens and handpiece were received inside of a bag. Visual inspection under magnification revealed the following. The complaint handpiece was received with the plunger rod fully advanced. The handpiece was disassembled, and the assembly was inspected, no issues that could cause or contribute to the complaint issue could be identified. The cartridge was received with the cartridge tip stretched and out of round; however, this is considered within specification for a used cartridge. Further inspection of the cartridge revealed that there was viscoelastic residue dispersed throughout the cartridge, suggesting that an appropriate amount of ovd/bss was used. The iol was received coated in viscoelastic residue. The lens was cleaned and, no issues were observed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.